Event description:
It was reported that after a percutaneous coronary angioplasty, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Prior to the procedure the access site was prepped with a nick-an-spread and lidocaine was injected. Reportedly, during deployment of the plunger resistance was felt at the distal one centimeter. When the button was pressed to deploy the clip, it did feel like it clicked correctly. The device was removed without difficulty. The access site continued to ooze blood. A c-clamp was applied for almost fifteen minutes to provide manual arterial compression to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported thumb advancer resistance and abnormal clip deployment were confirmed as analysis of the returned device found the clip exposed and resting on the clip delivery tubeset. Additionally, there would have been resistance to have distally displaced the garage tube to prevent the clip from deploying normally. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.